Manufacturer narrative:
Summary of event: it was reported that, prior to use, it was found that the basket wire of a ngage nitinol stone extractor was bent out of shape. The procedure was completed using another new device of the same type. No adverse effects reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection as well as a functional test were also conducted. The returned device was found to have a deformed basket that would not properly close due to damage to the basket wires sheath, that normally hold the basket wires in place. It is also noted that the device handle does not actuate the basket assembly and the shrink tubing is torn loose on one side of the basket formation. Cook reviewed the product labeling. The product IFU provides the following information: suggested handling instructions for extractors and forceps important: excessive force could damage device. A review of the device history record found no non-conformances related to the reported failure mode. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded that the cause for the damage was unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, prior to use, it was found that the basket wire of a ngage nitinol stone extractor was bent out of shape. The procedure was completed using another new device of the same type. No adverse effects reported.